Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed earth leakage testing. The device failed during evaluation, therefore there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device went through external and internal inspection. A functional test failed the power up verification step. An electrical test was performed and failed the earth leakage step. The cause for the failed earth leakage electrical test was due to fluid damaged power supply. The device was scrapped. If additional relevant information becomes available, a follow up report will be submitted.